Event description:
It was reported that the patient with this inflatable penile prosthesis indicated that he does not feel he is able to deflate the device completely and is unsure if he ever was able to totally deflate the device. He also stated that he noticed auto-inflation during the night when he wakes up. Various troubleshooting techniques were tried without success. The patient questioned if bicycling would have an effect on the pump. The manufacturers rep recommended a specialty seat. The patient has a follow up appointment with his physician and will address his concerns at that time. No patient complications were reported.